Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped prior to successful closure. There was no reported patient injury. The device was used during a peripheral case. The device will not be returned for evaluation.